Event description:
While performing final tightening, the 3.5 hex socket broke off. The procedure was successfully completed with a backup attachment. There were no adverse health consequences.

Manufacturer narrative:
Visual inspection, device history review, complaint history review, risk assessment. The customer reported event was confirmed via visual inspection. The device was confirmed to have fractured tip. The fractured piece was not returned. The event resulted in no know patient harm. According to the rep, not all pieces retrieved, small piece was stuck in the connector. However no adverse consequences to the patient were reported. A manufacturing review found no relevant manufacturing issues as all units met specifications. Device was manufactured in 2012, making it over 5 years old at the time of the event. The root cause is likely wear of the instrument due to its extended use along with over-torqueing during final tightening and not properly seating the hex within the set screw. The IFU states that "the life of the instrument depends on the number of times they are used as well as the precautions taken in handling, cleaning and storage. Great care must be taken of the instruments to ensure that they remain in good working order."

Event description:
While performing final tightening, the 3.5 hex socket broke off. The procedure was successfully completed with a backup attachment. There were no adverse health consequences.